Event description:
It was reported the pilot wire for a reverse shoulder replacement was bent during the reaming process. No delay in surgery.

Manufacturer narrative:
The sales rep indicated that the device and additional information would not be provided per hospital policy. The lot code provided, sc2160, is not valid. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.